Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A manufacturing review could not be performed, as the lot number is unknown. The investigation is inconclusive, as the probe was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The current finesse probe IFU states: potential complications are those associated with any percutaneous removal/biopsy technique for tissue collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. As per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The investigation is inconclusive, as the probe was not returned for evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure into dense tissue, that on the third sample acquisition that the driver went to red lights flashing, the tissue sample was not completely excised, and the needle could not be removed from the breast. As the physician wanted the tissue sample collected, cuts were made around the needle to sever the tissue. The procedure was completed with the samples obtained. There was no patient injury reported.